Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sometime act button of the insulin pump was sticking. Customer¿s blood glucose level was unknown. Customer reported that the act button need to hold to complete the rewind. Customer reported that they had to change the battery in less than 7 days. The insulin pump was crack at the reservoir compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. The pump passed the rewind and displacement tests. The pump was received with normal operating currents. The pump passed the self test and off no power test. No unexpected low battery alarm or rewind anomalies were noted. The pump was received with a cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.